Event description:
On 5/5/1998 a skull clamp was received in fair condition stating, "pt undergoing posterior cervical laminectomy. Upon positioning pt in the prone position with mayfiel tongs, tongs loosened and pt's head moved. Pt sustained a 2.5-3.0 cm laceration at the left temporal site with active bleeding. Suture repair required. Tongs re-applied yet surgeon detected "too much movement in the rocker arm". Pt maintained under anesthesia until another mayfield tongs were obtained from a neighboring facility and utilized for completion of the procedure." "There were no post operative complications other than the suturing of the laceration."